Event description:
The pt has reportedly been experiencing acute swelling over the implant site. On (B)(6) 2013, the swelling at the implant site was aspirated with ultrasound guided needle and liquified hematoma was removed. The pt was also treated with augmentin for 30 days. The pt is being monitored.